Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a battery out limit alarm occurring when the battery was removed. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.